Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited failure to capture and possibly noise. Programming changes were discussed but no intervention was performed. The patient condition was unknown.